Manufacturer narrative:
(B)(4) - hcp stated reduced gas transfer not attributed to the device. Evaluation method - device history review. Results code: other - device history review found the product met specifications when released for distribution; user indicated device inspection was performed at the facility. Conclusion - cause of event cannot be determined, but user indicated the event was not likely due to product failure. Analysis: the product has not been received by manufacturing for evaluation. Without product return, review is limited. Subsequent investigation at the facility has revealed the cause for the reported performance problem was not likely due to oxygenator failure. Review of the device history record shows the device met manufacturing specifications for product released to distribution. Conclusion: no pt event and no product return. User indicated the event was not device related.

Event description:
Info received indicates that during bypass reduced gas transfer was noted due to elevated pt pco2 levels, which resulted in product change-out from the circuit. Subsequent info received from the user indicates the cause of the high co2 values was not likely due to oxygenator failure. No report of pt consequence has been received.